Manufacturer narrative:
Devices are still in situ. Lot no. For all parts became available. The purchase order and quality documents of the complained glenosphere, the pe insert and glenoid base plate have been reviewed and no deviations have been detected.

Event description:
Closed reposition of the shoulder due to anterior luxation.

Manufacturer narrative:
Device is still in situ.